Manufacturer narrative:
No vibration anomalies or blank display anomalies noted during testing. The insulin pump was received with critical pump error and unable to download due to severe corrosion on all electronic assemblies. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. The insulin pump was received with corrosion on motor assembly, force sensor assembly and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 121 mg/dl. The customer stated that the pump was exposed to moisture from the swimming pool. The customer received a sudden vibration followed by a blank display. The customer will be sent a replacement pump.